Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (B)(4) received a complaint from USA stating that the illumination of the m530 ohx shut down during surgery due to overheating. The fse found out that the fans were inserted in the wrong direction which caused both power supplies to overheat which led to the illumination shutting down. The device malfunctioned because the device was not properly serviced according to the instructions. There was no patient injury reported. The surgery was completed with the same device, waiting for the microscope to cool down.

Manufacturer narrative:
This is a final report. An investigation of the reported incident was conducted. The identified root cause for the observed issue is an incorrect service activity. After replacement of a power supply and an ignitor the fse inserted the cooling fan for the illumination unit in the wrong direction. Consequently, there was insufficient cooling for the illumination unit which subsequently overheated until the lamp over temperature protection device shut off the illumination. As a result, an unexpected shut down of the m530 ohx illumination during surgery was observed. The cooling fan for the illumination was reinstalled in the correct direction and the problem has been resolved. A review of the complaint database did not reveal any similar or identical complaint. Consequently, the incorrect installation of the fan into the illumination unit by the fse is considered as an isolated event.